Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the emg tube was not picking up readings on vocalis 2. User swapped out emg for exact same size and that one performed as expected. There was less than 1 hour delay in procedure. There was no patient injury report.

Manufacturer narrative:
H3: product analysis found that visually, there was a reddish-brown residue on the outside diameter of the cuff balloon and a reddish residue on the trace pads. Surgical tape was wrapped around the clamp shell when returned. Under magnification, no voids or cracks were observed in the trace pads or ink traces. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 20 ohms (blue), 9.2 ohms (blue with white stripe), 15 ohms (red), and 12 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the traces or wire harness. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.